Event description:
It was reported that during a routine visit, the lead exhibited a loss of sensing and low r-waves during a sensing test. The lead sensitivity was reprogrammed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.